Event description:
The biomedical engineer reported that there is no sound from the bedside monitor and would like to order repair parts for the speaker. Nihon kohden technical support (tech support) provided them with the part number - 718439. Not in patient use.